Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking. The reporter stated the screw part of the minicap transfer set was not locking properly and was loose. The reporter stated that sometimes solution would leak from this part of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification with broken occluder feet noted. Functional testing performed included leak testing, including underwater pressure test with connectors attached, clear passage test, and clamp function test with a leak noted. The cause was determined to be damage due to the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.